Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. This report is number 2 of 2 mdrs filed for the same patient (reference 1822565-2017-00038/00039).

Event description:
Patient underwent hip revision approximately 12 years post-implantation due to unknown reasons. The cup and head were removed.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.